Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain at the ipg site. The patient underwent a pocket revision procedure and tolerated the procedure well.